Event description:
A discordant falsely elevated carbon dioxide (co2) patient sample result was obtained on a dimension vista® 500 intelligent lab system. The falsely elevated patient result was not reported to the physician. The same sample was reprocessed on an alternate dimension vista® 500 intelligent lab system. The lower reprocessed result was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide (co2) result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a falsely elevated carbon dioxide (co2) patient sample result obtained on a dimension vista® 500 intelligent lab system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. The probable cause of the event is due to operator error by replacing the wrong filter in the water purification module resulting in poor water quality. The issue was resolved when the correct filter was loaded on the wpm and the poor quality water was flushed out of the water reservoir. A potential product issue was not identified. The customer is fully operational. The device is performing within specifications. No further evaluation is required.